Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported damage to the suture by the procedural sheath and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using a pre-close technique, via a 7f sheath prior to an aortic stenting procedure. Reportedly, insertion of the procedural sheath broke one of the proglide sutures. The sheath was upsized to 14f and the aortic stent procedure was completed. The remaining successfully preplaced proglide sutures and the sutures of an additional proglide device were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.